Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarm during testing. No moisture damage on electronic, motor, vibrator and battery tube assembly during visual inspection. The insulin pump has minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see medwatch report # 2032227-2014-53210.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 325 mg/dl. The customer stated that the device was exposed to sweat leading to the alarm. Advised replacement of the insulin pump. The customer also reported that she had been hospitalized for high blood glucose, which was previously reported. Nothing further reported.